Event description:
Customer reports experiencing electric shock from their abbott diabetes care device. Customer further reports their reader "shakes" and "having electric shock when scanning." There was no report of fire, smoke, or explosion. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection performed on the returned reader and no evidence of electric shock was observed. Usb cable and adapter were not returned with the reader. Built-in reader testing has been performed and all results were within range specification. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly); and no signs of damage, burn marks or corrosion was observed. The battery was measured to be within specification. An extended investigation was performed. Visual investigation has been performed on returned reader and reader¿s pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Reader powered on with button press, strip and cable insertion. A self-test was performed using the reader's own software and all results were within range specification. The reader was successfully connected to a computer and showed typical charging. Reader's subassembly was further tested. The reader's battery was measured using a dmm (digital multimeter) and battery was within the specification. The reader's off current was measured to be within specification for libre 2 reader nxp processor. The reader was monitored under thermal camera while charging to identify potential high current drawn and no hotspot was observed. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The reader passed all test and there was no evidence observed that would cause an electric shock to the customer as the reader is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports experiencing electric shock from their abbott diabetes care device. Customer further reports their reader "shakes" and "having electric shock when scanning." There was no report of fire, smoke, or explosion. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.